Event description:
During troubleshooting for an unrelated alarm, the caregiver stated that the patient had peritonitis. No further information was given during the initial call. On (B)(6) 2012, baxter product surveillance contacted the facility to speak with the peritoneal dialysis nurse (pdrn) regarding this event. The nurse reported that on (B)(6) 2012 the patient was diagnosed with peritonitis. The patient was treated with antibiotics and has recovered. The nurse believes the peritonitis was a result of poor aseptic technique. The patient and caregiver were retrained on proper technique. There was no allegation against the baxter solutions, baxter disposable products or the homechoice machine. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.